Event description:
It was reported that the pressure regulating balloon (prb) was palpable in the right inguinal and upper scrotal area; therefore the patient experienced discomfort. A revision surgery was performed and the physician was no longer able to palpate the prb due to unknown reason. No components were removed or implanted. A full recovery is expected for the patient.